Event description:
It was reported the pt experienced ineffective stimulation due to her model 3244 lead migrating. Surgical intervention was undertaken on (B)(6) 2014 and the model 3244 lead was explanted and replaced. The pt reported receiving bilateral stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.